Manufacturer narrative:
Product analysis of nv-2-4-helix, lot#: 223786059, damage location details: the concerto coil was returned outside the introducer sheath. However, the introducer sheath was returned. The concerto pushwire was found to be bent at ~71.0 cm and ~108.0cm from proximal end. The implant coil appeared to be broken and not returned for analysis. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis: the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/ stuck in catheter¿ was confirmed and the root cause could not be determined. Advancing the concerto coil against resistance would result in damage to the implant coil and pusher. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The devices were prepared according to the instructions for use (IFU) and the patient¿s vessel tortuosity was unknown. The non-medtronic micro catheter used during the event was not returned for analysis. In addition, the model and lot number were not provided therefore compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the concerto coil could not be advanced through the microcatheter. A replacement device was used to complete the procedure, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Additional information received reported the catheter was not a medtronic product.